Manufacturer narrative:
Citation: de vivie ER et al. Conduit repair for complex congenital heart disease with pulmonary atresia or right ventricular outflow tract obstruction. Part I: surgical results. Thorac cardiovasc surg. 1981 dec;29(6):329-36. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of prosthetic conduits for right ventricular outflow tract (rvot) re construction for congenital defects. All data were collected from a single center between 1972 and 1981. The study population included 37 patients (predominately female, mean age 8.5 years), 27 of which were implanted with medtronic hancock conduit (no serial numbers provided). Among all study patients, five died in the early post-operative course. The causes of death were reported as: pulmonary failure resulting from kinking of the conduit at the distal anastomosis, right heart failure with pulmonary hypertension, low cardiac output, cardiac failure, and one intraoperative death due to coagulation defects and severe bleeding. Three patients died after the initial-post operative period. The causes of death were reported as: pulmonary hypertension with respiratory insufficiency, stenosis/thrombosis of the conduit, and mediastinitis. Multiple manufacturers¿ conduits were implanted in this study, and the type of conduits each patient received was not reported. Based on the available information medtronic product may have been associated with the death(s). Among all patients, adverse events included: low cardiac output syndrome, intra-aortic balloon pump requirement, unspecified neurologic complications, respiratory failure requiring mechanical ventilation, renal failure requiring dialysis, and arrhythmia requiring permanent pacemaker implant. Re-do thoracotomies were performed on 14 patients due to: bleeding along the suture lines of the prosthesis, hemorrhage, pericardial effusion, sternal dehiscence, conduit compression secondary to a rib, and ascending aortic lesion due to a broken sternal wire. Based on the available information medtronic product may have been associated with these adverse events. Two patients with a hancock conduit required conduit exchange. In the first case, two years post implant an aneurysm of the conduit was noted. Approximately five years post implant the conduit was explanted. Intraoperative examination revealed dilation, calcification, stenosis and immobile leaflets. The second case of conduit replacement occurred seven years post implant due to severe stenosis and calcification. The explanted conduit was noted to be degenerated, covered with fibrous neointimal peel, and calcified plaques that protruded into the right ventricle. No additional adverse patient effects or product performance issues were reported.